Manufacturer narrative:
The insulin pump was received with scratched casing, keypad overlay texture damage, a broken off retainer ring, and minor scratches on the lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump had cracked casing. The patient's blood glucose at the time of incident was 350 mg/dl. Troubleshooting was initiated and it was confirmed that the insulin pump was not bumped or dropped. The crack was located on the reservoir thread and the customer was unsure about how the damage occurred. The insulin pump was returned for analysis and a replacement device was shipped to the customer.